Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. The patient was hospitalized for the event and treated with vancomycin (dose, frequency, route, and duration not reported). At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis event. Action taken with dianeal therapy was unknown. Additional information is not available at this time.